Manufacturer narrative:
H6: investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault, and lens tear/break during injection/delivery into the eye was also reported. An iris suture was performed due to iris prolapse. The lens was explanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault, and lens tear/break during injection/delivery into the eye was also reported. An iris suture was performed due to iris prolapse. The lens was implanted and removed intraoperatively. A replacement was implanted and the problem was resolved. The replacement lens serial number was reported to be the same as initial lens. Further clarification was requested on this, and none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted. Claim# (B)(4).